Manufacturer narrative:
Sections with additional information as of 15-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer returned the incorrect meter-unable to test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint on (B)(6) 2021 for high blood glucose test results. Customer stated she had performed a meter to meter comparison and had obtained a result of 130mg/dl using the true metrix meter and 43mg/dl using another device. At the time of the call on (B)(6) 2021, the customer reported symptoms of shaky, heart racing and pale. Customer stated she was going to seek medical attention. Customer had called back on (B)(6) 2021 to troubleshoot. Customer then reported that she was no longer experiencing symptoms and did not seek any medical intervention. The customer is concerned with test results from results obtained of 140. 128, 113, 171 and 168mg/dl. The customer¿s expected fasting blood glucose test result is 130mg/dl. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 01/28/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).